Event description:
During a cryoablation procedure a polarx balloon catheter and a polarsheath was selected for use. It was reported that when the catheter and sheath were placed in the left superior pulmonary vein and inflation was performed, st segment elevation was observed. Nitroglycerin was added to resolve the event, and the procedure continued. It was reported that the sheath did not bend when the device was placed in the right interior pulmonary vein. The sheath was removed from the body and replaced. The procedure was completed successfully with no additional patient complications.

Manufacturer narrative:
The polarsheath was returned to boston scientific for analyasis. The sheath steering would not hold deflection as the steering knob was set into action and left without contact. No external factors effecting the steering were identified that lead to the complaint allegation both visually and functionally. Dissection of the proximal handle was performed, and pdms (silicone oil) was visible on regions critical to the affection of deflection. The presence of this oil on the unintended regions causes less friction while rotating the steering knob which reduces the ability of the steering knob to maintain deflection through resistance. Oil is originally injected into the proximal hemostatic valve as per manufacturing process, and migrating oil is under investigation for possible root cause.

Event description:
During a cryoablation procedure a polarx balloon catheter and a polarsheath was selected for use. It was reported that when the catheter and sheath were placed in the left superior pulmonary vein and inflation was performed, st segment elevation was observed. Nitroglycerin was added to resolve the event, and the procedure continued. It was reported that the sheath did not bend when the device was placed in the right interior pulmonary vein. The sheath was removed from the body and replaced. The procedure was completed successfully with no additional patient complications.